Manufacturer narrative:
The technician found the pt left CPR cable was damaged but did not find any evidence of the cause of the damage. Most likely cause would be the cable was damaged during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the pt left CPR cable to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed goes into trendelenburg position on its won. The bed was located in the warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).